Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, nearly a month after the catheter was implanted, on the day of the event, when the nurse disinfected the catheter before dialysis treatment, cracks were found in the venous end connector, which increased the risk of infection. As a result, the venous catheter connector was replaced. The patient was observed, and no obvious abnormal symptoms were noted at the time of the event. There was no reported patient outcome.